Manufacturer narrative:
The probable root cause is attributed to improper customer setup. Based on fse field evaluation, the system issue was due to a disconnected blue fiber cable. It can be resolved by reseating the blue fiber cable and power cycling the system, if necessary.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Based on the field evaluation, this reported event was confirmed. Fse was able to replicate the reported issue. Fse replaced the blue fiber cable to resolve the issue. The system was tested and verified as ready for use. Blank MDR fields: the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Information for the blank fields in section e1 is not available. Field e4 is blank because it is unknown if the initial reporter submitted a report to the FDA. Fields g5 and g7 are not applicable. Field h10 is blank as there are no related report numbers.

Event description:
It was reported that mid-case, the system encountered an error and the vision tower turned off. The operating room staff called in to report the issue after the procedure was converted to a laparoscopic approach. Initially, when the vision cart tower turned off, the patient side cart (psc) remained on. The staff attempted to power on the vision side cart (vsc), which was successful, but this action caused the psc to power off. Approximately four minutes later, they managed to power both carts on simultaneously, but by then, the surgeon had already decided to proceed with the laparoscopic conversion.